Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: m030003. 2.5 hours of operation: 16970 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2023-02-19 to 2023-02-20 (specified date of the incident: on (B)(6) 2023, but no infusion at that date was available) were investigated. On (B)(6) 2023 19:09 pm a space line was inserted. One minute later the vtbi was set to 1924 ml and the time to 20:00 hh:mm. The infusion was started at 19:10 pm with a rate of 96,2 ml. One minute later at 19:11 pm the infusion was interrupted by an air bubble alarm. The line was purged several times. The infusion was started again at 19:12 pm. On (B)(6) 2023, the infusion was stopped by the costumer. On (B)(6) 2023 03:30 am, the button "open door" was pressed and then the customer confirmed by pressing the "arrow up" button. Then the customer took out the line. Up to that time the device has delivered a volume of 798,97 ml (actual volume infused). Furthermore, no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. No seal on the lower housing part was available. The p2-connector shows oxidized contacts. Furthermore, the hinge covers show broken parts (reason for that: external force) in addition, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,74%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. The loudspeaker is damaged. Furthermore, liquid residues between the lower housing parts and the emc-shield/bottom inner frame could be detected (no liquid on the mainboard). In addition, no more anomalies could be found. Furthermore, no anomalies could be detected. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation could be reproduced ore detected inside the history files. The damaged parts could not have produced the complained flowrate deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.